Event description:
It was reported the pt has been experiencing increased baseline pain and not having therapeutic effect since they were involved in a car accident in 2007. It was reported the pt was pinned in the car and the device was damaged. The leads have "pulled through the muscles" and are not working properly. It was also reported the device will not hold a charge. The pt was in contact with a health care provider and explant, revision and, troubleshooting were being considered.